Event description:
It was reported the customer was experiencing high blood glucose of 19mmol/l. The device was not damaged. Customer changed infusion set her daily total was 67 while most days it was around the 50 range. Self test was done on the device and it passed. High pressure test was performed and device alarmed no delivery. Customer did a complete set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.